Event description:
The customer reported via phone call that they were hospitalized on 05/19/2015. The customer stated the cause of their hospitalization was from diabetic ketoacidosis. Customer's blood glucose 1400 mg/dl at the time of admission. The customer stated there were several air bubbles in their tubing, causing them to be hospitalized. The customer also reported they wore their reservoir for 6 days instead of the recommended 3 days. Customer also reported a black shadow on the display screen. Customer stated they have dropped the insulin pump three times. Troubleshooting also found the customer's settings were correct on the insulin pump. The customer's insulin pump will be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.